Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 15.3 mmol/liter at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the display was not blank less than 30 seconds. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up with a blank display due to a crack at the bottom of the battery compartment. As a result of the crack, the battery spring is not making good contact with the battery. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the cracked battery compartment. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Device also has a horizontal crack towards the bottom of the battery tube which runs parallel to the bottom of the case. The s/n label located between the belt clip rails is worn down to the point where it¿s illegible. Finally the middle (enter) keypad button is cracked.